Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked. The battery cap was not returned with the device, so a test battery cap was used and was able to fully tighten to the pump and there were no issues with loss of power. There was no evidence of moisture damage inside the battery compartment. The bumper bad on the pump was detached and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.